Event description:
Infusion started on pediatric patient; within one hour, the pump beeped on three separate times with the following error message: upstream occlusion. Each time, nurse went into patient room, removed line from pump, and attempted to clear any micro bubbles. The third time, the patient was disconnected from the tubing, saline locked, and the pump was removed from the patient room.